Manufacturer narrative:
Concomitant medical products: product ID: 8596sc; lot#: serial#: (B)(4); implanted: on (B)(6)2017; explanted: product type: catheter; other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-aug-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver unknown baclofen 2000mcg/ml at approximately 1300mcg/day. It was reported that a pump system replacement occurred on (B)(6) 2022. For several days prior to the replacement, the patient reported increased spasticity and symptoms of withdrawal. Several reservoir volume discrepancies had occurred in the past. On (B)(6) 2022, the patient presented to the clinic with increased spasticity. The patient's hcp increased his dose by 10%. The patient presented to the clinic again on (B)(6) 2022 and his symptoms were getting worse. A dye study was performed and it was determined that there was a leak somewhere in the pump pocket, but that a portion of the drug was reaching the intrathecal space. A full system replacement was scheduled for and completed on (B)(6) 2022. A partial explant of the catheter was completed. A portion of the pump segment was able to be removed. Due to the past use of a dacron pouch, it was difficult to get the entire section or previous abandoned section removed. A new catheter was placed. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was noted that, prior the system replacement, the patient's baclofen dose was approximately 1300mcg/day and, after the replacement, was 800mcg/day. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient had csf leak following recent replacement. The patient was experiencing severe headaches accompanying the leak. The hcp opened the midline incision and found an abandoned section of the catheter that was resulting in the leak. The hcp removed remaining tip segment and tied the hole closed with silk tie.

Manufacturer narrative:
H3. The catheter was returned for analysis and visual inspection identified a break in the catheter. Analysis identified a tear in the inside sealing surface of the sutureless connector, near the guide ring which did not affect the functionality of the catheter. The pump was returned for analysis and identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2017,product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 e1(rep): additional information received from the company representative (rep) regarding the patient and healthcare provider information. The customer recorded volume discrepancy that occurred on (B)(6) 2019. The patient observed the past two refills done by their healthcare provider (hcp). They have experienced the same variance of 2.5 ml expected versus actual of 5.5 ml of drug pulled from the pump. The portion of the catheter remained in the patient. The product has been returned a week ago but there no tracking number.